Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were communication issues encountered during an implant procedure. The case was able to be completed due a back-up system being present. A known working backup serial adapter cable was used with the suspect system and resolved the communications issues. The site was provided with a new serial adapter cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.